Manufacturer narrative:
The device has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the tip of the first thunderbeat probe broke off inside the pt but the physician was able to retrieve broken probe tip. A second thunderbeat was used and it was noted that the telefon pad came loose and the device became unusable. The surgeon also stated also stated that they received an unspecified error message prior to the device malfunction. In addition, the procedure was completed with another device. No pt injury was reported.